Manufacturer narrative:
Patient death is captured under related manufacturer report number 2916596-2024-01073. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the hm3 lvas, serial number (B)(6), was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. The IFU lists potential adverse events, including various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was palliated due to multiorgan failure and passed away on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instruction of use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the hm3 lvas, serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on an echocardiogram within 12 hours of implant, the patient developed pulmonary regurgitation. A device related issue did not cause or contribute to the pulmonary valve issue, however the issue did not exist prior to ventricular assist device (vad) implant. The patient was noted to have been sedated and therefore there were no other symptoms. The patient returned to theater day 1 post operation for pulmonary valve repair. And it resolved the reported issues. Related manufacturer reference number: 2916596-2024-01073 (heartmate 3 lvas).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.